Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial lead was experiencing a fluctuating capture threshold. The device was reprogrammed and the patient would be monitored.